Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge tip was distorted and broken at one side. The lens was observed jammed at the cartridge tube/tip. The push rod tip protruded through the side of the cartridge's tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, an intraocular lens (iol) came out of the side of the cartridge. No patient contact was reported. Additional information was received and it was learnt that the procedure was completed successfully with a backup lens and cartridge. No incision enlargement, no suture and no vitrectomy was performed. The patient outcome was reported being good. No further information was provided.